Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced ineffective therapy. Surgical intervention was undertaken on (B)(6) 2016 and the l5 lead was explanted and replaced. An additional lead was also implanted in order to provide the patient with additional coverage.